Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device, the tissue was cut properly but the staples did not deploy. The surgeon resected the cut edge of the application and another instrument was used to complete the procedure. The pt is in well current condition.